Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
Received information stating customer received multiple occlusion alarms. Reportedly, customer's blood glucose level was ober 500. Customer resolved the issue by changing the infusion set and cartridge. Customer's blood glucose level lowered to 126, which customer stated is a comfortable target.